Event description:
It was reported that the right atrial (ra) lead dislodged to the right atrium appendage region and had tissue ingress. The patient noted that they had been doing cardiac rehab sessions and doing arm stretches. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis indicated that the distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.